Event description:
The customer alleged that their unit exhibited an overflow error and a disinfectant leak. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse replaced the drain valve. The fse ran multiple test cycles while monitoring fluid levels in the disinfectant reservoir. There was no rise noticed on the reservoir. At this time, the aer meets manufacturer's specifications. Upon follow up, the customer stated that they will be switching to cidex opa as they only noticed overflow errors when using metricide.